Manufacturer narrative:
UDI (B)(4). Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest the left ventricle perforation was caused by wire during tavr procedure. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported to the implant patient registry (ipr), the patient contacted edwards lifesciences to obtain confirmation of information regarding her tavr, and gave great detail describing the events around her procedure.    As reported by field clinical specialist (fcs), prior to valve deployment, the patient became unstable and the physician decided to deploy the 26mm sapien 3 valve. The 26mm sapien 3 valve was deployed and patient went into pea/cardiac standstill. An effusion was noted via tee. After 45 mins of CPR and putting the patient on ECMO, the patient¿s bp and intrinsic sinus rhythm returned. The surgeons took the patient to the or later that evening and fixed a laceration in the patient¿s left ventricle. It was determined that is was a left ventricle perforation caused by wire during tavr procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.